Event description:
It was reported that a revision surgery was performed. The rt-plus standard femur joint rod was broken.

Manufacturer narrative:
Results of investigation: a rt-plus femoral component left 2 cemented was reported due implant fracture which led to revision surgery. The complaint device, used in treatment, was not returned for investigation. Pictures were provided of the complaint device which showed a fracture of the hinged arm of the femoral component. The complaint history review found no further complaints concerning devices of the same production lot. The production documentation was reviewed, no deviations from the standard operating procedure were found which could explain the reported failure mode. The risk management review could verify the severity and expected occurrence of the reported issue. The device labeling was reviewed. For the medical investigation, low quality x-rays and photos of the explanted implant confirmed the broken implant. Without any supporting medical evidence, the reported event cannot be assessed and a thorough medical assessment cannot be performed. Based on the conducted complaint investigation, the root cause could not be determined conclusively. The complaint will be reopened if additional information will become available. Smith+nephew will continue to monitor for similar issues.